Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage electronic assembly. Moisture damage motor assembly. Unable to verify button/keypad due to blank display anomaly. Unit had minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip and cracked lcd window.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was exposed to fluid. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that the insulin pump went blank and came back on. The keypad is not responding correctly. Advised to discontinue to use the insulin pump and revert to back up plan per health care provider's instructions. Advised the insulin pump will be replaced. The reservoir will be returned for analysis.